Event description:
It was reported that the patient called in because, she wanted someone to walk her through how to use the patient programmer. The patient said, she fell last night. The patient went to the healthcare provider today and her stitches were ok but there was some swelling to the side of the implant. The patient kept getting the poor communication screen when she would press the sync button. When the patient pressed the stimulation on button she was able to communicate. The patient reported seeing the stimulation on icon. The patient said, she was on 6.4 volts but was wasn't feeling any stimulation. The patient increase stimulation to 7.5 volts where she reported seeing stimulation comfortably. The patient was not keeping a void dairy after implant. The patient said, she has an appointment next thursday. Additional information received the cause of the event was the patient fell. It was noted, the patient was reassured and given antibiotics prophylactically. Sign and symptoms associated with reported event was incisional pain. No required hospitalization due to event and no injury. Additional information received reports there was a fifty percent or greater symptom reduction during the peripheral nerve evaluation. The cause of the event was determined and it was not device related and reprogramming was needed. The patient had a fall onto ipg (stimulator) around (B)(6) 2014. This was shortly after implant. Reprogramming was performed on (B)(6) and a recheck on (B)(6). The patient outcome was unknown because, the patient was still trying new programs, but the patient ultimately may need revision.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0hhdh, implanted: 2014 (B)(6); product type lead. (B)(4).